Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burnt tip cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. The event is detectable and preventable by handling device in accordance with the following IFU: "olympus cf-ez1500dl/I operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope. Olympus cf-ez1500dl/I operation manual chapter 4 operation: 4.3 using endoscopic therapy accessories.". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.